Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Reportedly, the customer used cartridges for over 48 hours with humalog brand insulin and cold insulin, both are considered off label use.